Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via the inguinal region. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified external iliac artery. Another manufacturers' guide wire crossed the lesion and the 7.0-40, 80 wanda pta balloon dilatation catheter was selected for predilation of the target lesion. The number of inflations and for how long is unknown. Another manufacturers stent was then implanted and the wanda balloon catheter was reinserted for post dilation. Upon inflation a balloon rupture occurred at 8atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)